Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on and functioned properly after battery installation. No flashing medtronic logo noted. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the self test. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of triggered the reason complain. The adapt tool reveals that no relevant alarms were recorded. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received with cracked case (battery tube), scratched case and cracked case on battery side. In conclusion, unable to confirm the customers concern of flashing medtronic logo when unit powered on and functioned properly after battery installation. However, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced moisture exposure to insulin pump and pump had a flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for flashing medtronic logo. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1715kl was requested and customer response was the device will be returned.